Event description:
Reportedly, the device did not infuse. Facility ran an infusion. The solution appeared to have been dripping. The roller clamp was placed distal to the pump and the clamp was open. The display was moving in lcd. The infusion was checked half an hour later and the bag was still full as nothing infused. There was no alarm.

Manufacturer narrative:
Device eval results will be submitted when device is returned and eval is completed.